Event description:
Outpatient here for cataract extraction left eye with iol insertion. During procedure phaco emulsification handpiece was used. Viscoelastic had been instilled. Something kept sticking on phaco tip. Thermal burn occurred.